Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical prostatectomy procedure.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci si prostatectomy procedure on (B)(6) 2012. The provided information alleges that the patient sustained a hemorrhage injury following the da vinci si procedure. There was no specific allegation of a malfunction of a da vinci system, instrument, or accessory. No other information was provided.